Event description:
It was reported that a spectrum iq infusion pump treatment rate was set for 500ml/hr, ran for over 30 minutes infused about less than 25% of drug during chemotherapy treatment in the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date:11/2024. . The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "treatment rate was set for 500ml/hr, ran for over 30 minutes infused about less than 25% of drug" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.